Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is behaving in a manner consistent with premature battery depletion (pbd). During a routine follow up appointment in (B)(6) 2019, the battery longevity was two years remaining. The patient reported hearing beeping tones emitting from the device. At the most recent device check the battery longevity was at elective replacement indicator (eri) . A boston scientific technical service consultant reviewed disk analysis, and confirmed that the device battery is depleting, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. The device was discarded at the facility and will not be returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is behaving in a manner consistent with premature battery depletion (pbd). During a routine follow up appointment in (B)(6) 2019, the battery longevity was two years remaining. The patient reported hearing beeping tones emitting from the device. At the most recent device check the battery longevity was at elective replacement indicator (eri) . A boston scientific technical service consultant reviewed disk analysis, and confirmed that the device battery is depleting, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. The device is not expected to be returned, as it was discarded at the facility. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.